Event description:
A pt had just completed h.d. Treatment of 3 hrs and 45 mins and started to complain of chills and fever (97.0). Staff notified md and drew blood cultures and administered antibiotic. Pt discharged to home with instruction to go to ER if pt felt worse. Pt did feel worse at home and contacted on call md complaining of hematuria and low grade fever. On call md did not feel pt needed to go to ER. Next day pt went to ER for evaluation. Md at hosp informed facility, pt's labs indicated hemolysis had occurred. Clinic does not have a copy of hosp labs. Pt has been discharged to home. A review of pt's treatment record showed that venous pressure did drop during treatment, from 300 to 120. Narrow venous limits alarm was on, but did not alarm. Staff found kink in arterial line between blood pump and dialyzer. No sample available for analysis. Pt's access is a right subclavian tesio catheter. Clinic is a non-reuse facility.